Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter caught on the stent struts of a non-boston scientific stent during pullback. It was noted that no fragments remained in the patients body. The procedure was completed with another of the same device. No patient complications were reported.